Manufacturer narrative:
This report was initially submitted following notification that a customer in (B)(6) reported the occurrence of a misidentification of candida guilliermondii (eeq abp myc 171c proficiency sample) as cryptococcus laurentii in association with the vitek® 2 yeast (yst) identification (ID) test kit. The customer did not perform repeat vitek® 2 yst ID testing nor any testing via alternate method. Investigational testing was performed using the internal abp myc 171c strain. Vitek® ms: confirmed the intended result, excellent identification to the species candida guilliermondii 99.9%. Vitek® 2 yst ID (customer lot and random lot): obtained low discrimination between candida guilliermondii and candida famata. Id32c strip: very good identification to candida guilliermondii. The customer misidentification to cryptococcus laurentii was not reproduced on the internal strain. As the low discrimination identification results included the intended organism, the investigation concluded the vitek® 2 yst ID card performed as intended.

Manufacturer narrative:
Device not returned to manufacturer.

Event description:
A customer in (B)(6) contacted biomérieux to report a misidentification of eeq survey strain candida guillermondii as low discrimination cryptococcus laurentii in association with the vitek® 2 yeast (yst) identification (ID) test kit. No repeat testing was performed; the customer no longer has the sample. There is no indication or report from the laboratory that the discrepant result led to any adverse event related to any patient's state of health. There was no patient directly associated with the eeq strain. Biomérieux investigation will be conducted.